Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported it was unclear if the issue was due to user error or the tablet. The rep tested the hcp¿s tablet with a live implant, and it worked so they may not have waited long enough. The patient was going to be seen a different day to try and resolve the issue, but no follow-up appointment was currently scheduled.

Manufacturer narrative:
Continuation of d10: product ID a610 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the healthcare provider (hcp) was seeing an image with implantable neurostimulator (ins), dots and then a bubble with an "x" in it. The hcp is using one of their clinic patient (pt) programmers (pp) to try to check pt's ins's (2) and technical services (tss) reviewed that the pp is not compatible with pt's ins. Tss reviewed they need to use a compatible pp but pt's pp isn't available currently. Hcp then tried to interrogate using their tablet. Hcp was able to interrogate the 2019 successfully and without issue but not the 2017 ins. The hcp noted that with the 2017 ins, the tablet would progress just so far and then seem to get stuck and not progress beyond that point and never be able to fully interrogate the 2017 ins. Discussed potential that 2017 ins could be depleted but even then there should be an interrogation result, like "no device found" or "eos" if that were the case. Caller is going to work further with hcp on this issue. Hcp didn't respond to question about status of pt's therapy related to 2017 ins. No symptoms were reported.